Event description:
It was reported that the right ventricular (rv) lead exhibited a high and gradual increase in thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implant date: (B)(4) 2015. If information is provided in the future, a supplemental report will be issued.